Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was not working, was confirmed. It was found that the burr does not fit into the device because of wrong o-ring installed. The device was modified as per the specifications of the manufacturer, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the installation of the wrong o-ring on the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/20/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the burr did not fit into the device because of the wrong o-ring was installed. There was no procedure involved. No additional information was provided.